Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump had powered off during the night. It was also alleged that the battery was not tight and that there was a crack in the battery compartment. The patient stated that the battery cap could not be tightened but the patient said duct tape was now holding the battery cap in place. At the same time, it was reported that the patient's blood glucose was above 600 mg/dl with extreme drowsiness and nausea. Although warned against it, the patient remained on the pump for insulin therapy; no medical intervention was reported. This complaint is being reported because the pump may have caused or contributed to the hyperglycemic event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 23-jun-2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2018. An unexplained power on reset event was recorded on (B)(6) 2018 at 20:48 with delivery resuming at 21:10. On investigation, the battery compartment was noted to be cracked and the returned battery cap had stripped threads and was unable to maintain electrical connection when placed on the pump thereby duplicating the alleged power complaint. A test battery cap was able to fit properly to the pump and maintain electrical connection for testing. With the test battery cap in place on the pump, the pump was exercised for 24 hours without interruption in power, error, alarm or warning. The pump was found to be delivering accurately and within range. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/discolored.